Event description:
It was reported that patient was getting a tingling/needles poking feeling from the waist to the toe on the left side while stimulation is turned on and off. Patient was in a lot of pain. Patient was in car accident on (B)(6) 2012, brought in to the emergency room and admitted to the hospital. Patient was unsure if pain was associated with implantable neurostimulator (ins) or with car accident. Symptoms of urgency and not able to control flow returned. During doctor appointment on (B)(6), doctor confirmed device did not move. Medtronic representative helped to reprogram device using patient programmer to program 1 at 6.2 and tingle/ needle pain from waist to toe was gone. Patient was concerned that the impact of the accident disturbed the implant. Patient was having pain on all the left side of his body. A hernia was suspected because patient had a growth on the lower left stomach area. During doctor appointment on (B)(6), doctor did not see a hernia but patient was having pain associated to movements. Patient also had parkinson. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00lyg, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).